Event description:
Spntaneous report. Patient reports freedom pump malfunction, no longer pushing medication. No lot/serial number known. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace product? Yes. Did the patient have a backup device they were able to switch to? No. Manual push. Reported to (B)(6) by: patient/caregiver.